Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. To fix the issue, the getinge fse replaced the batteries and performed full functional and safety checks to meet factory specifications. Nothing abnormal was found on the logs. Unit passed all functional and safety test per factory specifications. Pm was completed, and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time. There was no patient involvement and no adverse event was reported.